Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a patient alarm triggered while the patient was cleaning. Oversensing was recorded and noise was noted with arm movement. The right ventricular lead was explanted and replaced. No patient complications were noted as a result of this event.